Manufacturer narrative:
Pump was received with frozen display due to faulty x2 on ib. No noise or watchdog time out alarm noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump making different noise during use. Customer's blood glucose level was 104 m/dl. The device will be returned for analysis.